Manufacturer narrative:
According to the customer, when using an "11 blade" from the arthroscopy pack, it "broke in half". The customer reported the incident added "an hour" to the surgical case in order to locate the tip of the blade "in the patient". The customer reported there was no other patient injury related to the reported event. Sample requested for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when using an "11 blade" from the arthroscopy pack, it "broke in half."